Manufacturer narrative:
(B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The 3.25 x 12 xience sierra stent is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a coronary stenting procedure, with implantation of a 3.25 x 12 mm xience sierra stent and a 3.5 x 18 mm xience sierra stent. On (B)(6) 2018, the patient re-admitted with chest pain and thrombosis was noted within the implanted stents. A revascularization procedure was performed. No additional information was provided.